Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the dexcom was not working. The wearable was inserted into the arm on (B)(6) 2025. The patient stated at 9:30pm, prior to sleeping she took a bolus and consumed cereal. Her cgm reading was 186 mg/dl when she fell asleep around 11:00pm. The following morning (04/11/2025) around 3:00am, the patient had hypoglycemia and a seizure. As a result, she fell on the bathroom floor. Pt was later found by her mother at 6:00am, noting that she was sweaty, unable to speak, and feeling tired. At that time, the patient was not seizing but began twitching again after being put to bed. Her mother called 911. Emergency medical services arrived and administered IV fluids and glucagon to the patient. Her finger stick reading was 33 mg/dl. Before ems left, the patient's blood glucose level was 150 mg/dl. At this point, the patient noticed that their dexcom was not working and the pump was off, which she did not do herself. The patient stated that the pump was fully charged before that. According to the patient, during the event, the dexcom was functioning properly and it was likely that it alerted her at 1:00am and 3:00am based on the records on the pump, but she remained asleep. She vaguely recalled possibly waking up around 3:00am due to the alert. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.